Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was broken and contaminated, the lower case, bail covers and ring cover were broken and the battery drawer and battery contact were contaminated. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.